Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that shaft break occurred. The 86% stenosed target lesion was located in the severely tortuous and severely calcified proximal left anterior descending artery (lad). A 12mm x 2.50mm nc quantum apex¿ balloon catheter was advanced for dilatation; however, the catheter broke more than 15cm from the hub. The device was completely removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the returned product consisted of an nc quantum apex balloon catheter. The balloon was loosely folded. The tip, balloon, inner shaft, outer shaft, port weld/exit notch and hypotube were microscopically and tactile inspected. Inspection revealed numerous kinks in the hypotube and damage (torn) to the port/exit notch. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The damage to the port/exit notch is consistent with a guide wire ripping through the area. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The 86% stenosed target lesion was located in the severely tortuous and severely calcified proximal left anterior descending artery (lad). A 12mm x 2.50mm nc quantum apex¿ balloon catheter was advanced for dilatation; however, the catheter broke more than 15cm from the hub. The device was completely removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.